Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was not able to replicated nor confirmed the customer reported complaint. The instrument was placed on an in-house da vinci system and was tested for energy. The instrument delivered energy with no issues. The electrical continuity test passed. No conductor wire damage found. Device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Although failure analysis investigations was unable to confirm or replicate the reported sealing issue, this complaint is being reported due to following conclusions: the endowrist one vessel sealer instrument allegedly seal was not adequate during the surgical procedure. No adverse event occurred as result of the reported issue. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci assisted left sigmoid colon resection procedure, the endowrist one vessel sealer instrument seal was not adequate. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient. Intuitive surgical, inc. (Isi) contacted the user facility to obtain more information about the complaint but was not able to obtain any details.